Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump battery was not holding its charge. Customer declined to provide further information and declined tandem technical support's offer to troubleshoot. Customer's blood glucose was 115-135 mg/dl.